Event description:
It was reported that the day after a pump refill the pt was admitted to the emergency room. The pump contained dilaudid, bupivicaine, clonidine and baclofen. The pt had requested bolus dosing as he experienced spasms and pain which woke him at 1 in the morning. The pump was programmed incorrectly to deliver the daily dose of 4.001 mg of the primary drug (dilaudid) over one hour. The pt presented to the ER with looseness, drowsiness and numbness in the legs. The pump was turned off. The pt was hospitalized overnight and the pump was restarted the following day.